Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed which yielded 110cc of fluid. Patient was reported to be in stable condition at the time this complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.